Event description:
It was reported that there were twisting and burnt on the outer sheath. A 2.00mm rotalink plus was selected for use. During the functional testing it was noted that the outer sheath was twisted and burnt. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. There is blood and contrast/saline visible in the annulus and between the coils. The advancer, handshake connections, sheath and coil were microscopically examined. Although it was reported that the device was not used, the presence of blood and contrast media is indicative of handling beyond simply unpackaging the device, as was reported. The sheath is kinked/twisted 5.7cm and 7.5cm from the distal end of the sheath. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there were twisting and burnt on the outer sheath. A 2.00mm rotalink plus was selected for use. During the functional testing it was noted that the outer sheath was twisted and burnt. The procedure was completed with another of same device. No patient complications were reported.